Manufacturer narrative:
(B)(4). Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation. Yasushi ino, md, et. Al. Am heart j 2010;160:775.e1-775.e9. Japanese cypher product (cjs) is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product (cxs). The event date was unknown. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00973 and 9616099-2010-00974. (B)(4).

Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9. "Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." The literature is from wakayama national hospital and wakayama medical university. This case is 21st of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. The lesion was not an isr but it was a cto lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure, stenosis was unknown. No further information available. Before the event occurred, two cypher bx (size and lot unknown) were implanted. The total stent length was 44mm and the stent diameter was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6~9months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of stent fracture was unknown. The %ds was 19% and popma et al classification was IV. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown.

Manufacturer narrative:
(B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00973 and 9616099-2010-00974. This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 'serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation' the literature is from wakayama national hospital and wakayama medical university. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was the right coronary artery (rca) but the details are not indicated. The lesion was not an in-stent restenosis (isr) but it was a chronic total occlusion (cto) lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, two cypher bx (size and lot unknown) were implanted. The total stent length was 44mm and the stent diameter was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6~9months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of stent fracture was unknown. The %ds was 19% and popma et al classification was IV. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose, and duration were unknown. The products remains implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Multiple attempts to determine which of the two cypher stents was fractured were unsuccessful. It is our intention to report conservatively when information is not available and therefore both cypher stents will be reported with fracture and reocclusion. Reocclusion/restenosis is a known potential adverse event associated with coronary artery stenting and is often associated with the progression of cardiovascular disease. Stent damage/deformation and reocclusion/restenosis are known adverse events indicated in the instructions for use (IFU). While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion, and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics and procedural factors are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00973 and 9616099-2010-00974. Additional information was received reporting stent fracture was observed in one of the two stents. Since the fracture was observed in only one of the two stents, the stent fracture will be captured in (B)(4) (MDR report 9616099-2010-00974). The code stent fracture will be removed from (B)(4) (MDR report 9616099-2010-00973) and this complaint will be unreported as it will no longer be deemed MDR reportable. This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 'serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation' the literature is from wakayama national hospital and wakayama medical university. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. The lesion was not an isr but it was a cto lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, two cypher bx (size and lot unknown) were implanted. The total stent length was 44mm and the stent diameter was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6~9months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. Information received states that the number of the fractured portion was one. The %ds was 19% and popma et al classification was IV. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown. The products remains implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Multiple attempts to determine which of the two cypher stents was fractured were unsuccessful. It is our intention to report conservatively when information is not available and therefore both cypher stents will be reported with fracture and reocclusion. Reocclusion/restenosis is a known potential adverse event associated with coronary artery stenting and is often associated with the progression of cardiovascular disease. Stent damage/deformation and reocclusion/restenosis are known adverse events indicated in the IFU. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics and procedural factors are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this tim